Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a wallflex esophageal stent was to be used in the stomach during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2015. According to the complainant, the stent would be implanted to treat a 1 cm fistula. Reportedly, the patient's stricture was not tortuous and was not dilated prior to stent placement. There was no visible damage noted to the device prior to use. During the procedure, the physician successfully deployed a wallflex¿ esophageal stent across the fistula. However, the distal end of the stent failed to completely expand. He attempted maneuvering the stent to remove the delivery system and the guide wire out but the tip of the catheter got caught to the stent and the stent moved up. The delivery system and the scope were removed from the patient and the stent was removed from the patient using a rat tooth forceps. Another wallflex esophageal stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent failed to expand. Reported event of catheter difficult to remove. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a wallflex esophageal stent was to be used in the stomach during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2015. According to the complainant, the stent would be implanted to treat a 1 cm fistula. Reportedly, the patient's stricture was not tortuous and was not dilated prior to stent placement. There was no visible damage noted to the device prior to use. During the procedure, the physician successfully deployed a wallflex¿ esophageal stent across the fistula. However, the distal end of the stent failed to completely expand. He attempted maneuvering the stent to remove the delivery system and the guide wire out but the tip of the catheter got caught to the stent and the stent moved up. The delivery system and the scope were removed from the patient and the stent was removed from the patient using a rat tooth forceps. Another wallflex esophageal stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.